Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly had a rupture. It was further reported that it was noted that blood seepage was occurring from the right jugular vein at the long-term catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 19cm hemostar d/l catheter was returned for evaluation and one video was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An in-house syringe was attached to the blue luer. Upon infusion, a leak was observed from split on the extension leg while water exited the distal end of the catheter. The video shows leak from the extension leg. Therefore the investigation is confirmed for the reported fluid leak and the identified split issues. However the investigation is unconfirmed for the reported fracture issue as no evidence of fracture was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly had a rupture. It was further reported that it was noted that blood seepage was occurring from the right jugular vein at the long-term catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.